Event description:
The vcare uterine manipulator was used during surgery. When removed at the end of the case two parts came off. The green cervical holder and the balloon were located and retrieved from vagina.